Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's implant battery has been dead for 9 months after they got the implant. The agent asked the caller how they knew the implant battery was dead, and the caller stated that they didn't know. The agent reviewed the MRI mode. The agent redirected the caller to the patient's hcp, but the caller said that they already spoke with their hcp. The agent provided the caller with the tech services phone number for the MRI facility to contact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient's representative. They clarified further information about the ins battery. They stated the ins battery was not entirely dead but they would get a message every time they connected to the patient's settings that the battery was low and when they checked the battery levels in the therapy menu, they could see an orange exclamation point for the ins battery and green for the external devices. Caller initially asked about charging the ins and patient services reviewed ins battery considerations and caller stated "well that was really finite then. He hasn't had it that long, only a little over a year." Caller stated that the patient's stimulation levels had been at around 4.0 ma and that this whole experience hadn't been good for the patient. Caller further clarified that they just meant the therapy had never worked for the patient's symptoms and they'd never rea lly gotten any help. They just kept having to make changes to the settings to find better symptom relief however that hadn't happened. Caller stated now the therapy was off so they could preserve the battery as much as possible so they could hopefully use it for mris in the meantime. Caller stated they couldn't really say when they first got the low battery message but that it had been "for months" (not even in 2025 in 2024 is when they thought they first got the message) and that the patient had mentioned the low battery message to manufacturer representative (rep) a while ago but couldn't say when. Patient services redirected the caller to follow up with the patient's healthcare provider (hcp) to discuss next steps. Caller asked about rechargeable system as well and patient services reviewed. Caller to follow up with patient's hcp. They called back on 2025-jul-25 about MRI and repeated information that ins battery was low however would like to know about MRI guidelines once ins battery depletes. Patient services reviewed MRI guidelines regarding eos with caller.